Event description:
It was reported that the extension as explanted. It was noted that it was a partial explant. It was noted that the extension was replaced and would be returned. It was noted that it was impossible to insert the end of the lead in the extension. It was noted that another extension was used and the problem was solved. Additional information received reported the patient was ¿doing right¿ now and received effective therapy. It was noted that the device had been returned.

Manufacturer narrative:
Analysis of the extension found that at the distal end connector the #1 balseal coil was damaged and pushed into the connector port.

Manufacturer narrative:
Concomitant product: product ID 3877-60, lot# 0207847860, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.